Event description:
It was reported that the inflatable penile prosthesis (ipp) would get about 2 to 3 pumps, and then the pump would collapse on its itself and stay collapsed. A revision surgery was performed, and it was determined that the conceal reservoir had folded on itself, and that was what was causing the problem. The reservoir was removed and replaced. No patient complications were reported.